Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000167246. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced neurological complications that physician suspected was a hematoma occurred during an scs implant on (B)(6) 2025. Investigation was unable to identify which lead attributed to the issue. The entire system was explanted, and patient has recovered post-op.